Manufacturer narrative:
Correction: the unmasking of the complaint product revealed the product is a symfony lens, therefore, the following field has been corrected: product code: poe. Additional data: additional information received reported the intraocular lens (iol) model and serial number (sn) as zhr00 sn: (B)(4). As a result the following fields have been updated: brand name: tecnis symfony plus. Model number: zhr00. Serial number: (B)(4). Catalog#: zhr00i0210. Expiration date: 4/3/2023. UDI number: (B)(4). Device manufacture date: 4/3/2018. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zhr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Brand name: unknown since study is masked, product identifiers are not provided. Model number: unknown since study is masked, product identifiers are not provided. Catalog number: unknown since study is masked, product identifiers are not provided. Serial number: unknown since study is masked, product identifiers are not provided. If explanted, give date: not applicable, as lens remains implanted. PMA/510(k)#: unknown since study is masked, product identifiers are not provided. Device manufacture date: unknown since study is masked, product identifiers are not provided. (B)(4). Other: the device is not returning for evaluation as it remains implanted in the patient¿s eye; therefore, a failure analysis of the complaint device cannot be completed. A review of the complaint product cannot be performed at this time since the model and serial number are unknown. Upon unmasking of the complaint product and receipt of the product identifiers an investigation will be completed. Upon completion of the investigation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the 6-month study visit, the patient complained of halos, starburst, sensitivity to light, glare, occlusions and poor light vision. Bcdva (best corrected distance visual acuity) was 20/25 for both right eye (od) and left eye (os). The subject did not complain of any pain but was placed on alphagan p (brimonidine tartrate) to help with the symptoms. No further treatment is planned at this time. Patient had bilateral lens implants. This report pertains to right eye (od). A report will be filed for the left eye (os). No additional information was provided.